Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the device was placed and stitched to the patient with the bag, leakage of body fluid was noted from the white plastic area. The device was replaced.